Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. G3: date received by mfg ¿ additional information. H2 type of follow up: additional information. H6: additional information.

Event description:
It was reported that a display issue occurred. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. Data was provided for investigation. Confirmation of the complaint and the probable cause could not be determined. No injury or medical intervention was reported.